Event description:
Customer stated, that scissors tore a patient's vessel during use. The customer stated, that the scissors were dull and blunt.

Manufacturer narrative:
Investigation is currently in process. A follow-up report will be submitted when the investigation is complete. He medical device has been received and is being evaluated. Add'l lot# rr7, device MFR date: 6/2007.